Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf code a041001 captures the reportable event of a balloon pinhole in an unknown anatomy location.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during a gastroscopy procedure performed on (B)(6) 2023. During the procedure, while trying to fill the balloon, the nurse noticed a hole that could be seen through an endoscopic view. This hole made it impossible to inflate the balloon. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.